Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 95% stenotic lesion was located in a moderately tortuous and moderately calcified posterior descending artery. The 2.25 x 15mm nc quantum apex monorail balloon catheter was inflated to 20 atms, and ruptured after several seconds. A second balloon also ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex monorail (mr) balloon catheter was received coiled in the hoop with pouch and product shelf carton. The stopcock was attached to the hub. There was blood and contrast in the hub, guidewre lumen and balloon. Examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall measuring 6mm long from balloon waist. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was also damage to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 95% stenotic lesion was located in a moderately tortuous and moderately calcified posterior descending artery. The 2.25 x 15mm nc quantum apex monorail balloon catheter was inflated to 20 atms, and ruptured after several seconds. A second balloon also ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.